Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a 064 call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 9/26/2016 with the following findings: a review of the pump¿s black box history revealed a cs 064 call service alarm. This alarm was duplicated during the investigation. The pump failed the 24 hour basal program test and the rewind, load, and prime test because of the alarm. The pump was opened and disassembled and inspection found that the motor drive was frozen due lead screw contamination. Further testing on the pump was unable to be performed due to the motor failure. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2, 20-march-2017- correction to serial#.